Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed against vessel wall. Device issue: dislodged stent. It was reported that another company's 2.0 x 15 mm balloon was used for pre-dil. An attempt was made to deliver the 2.5 x 18 mm promus stent delivery system (sds) to the obtuse marginal, but it would not cross the lesion. The sds was pulled back, and the stent dislodged in the left main. A 3.0 promus was used to move the dislodged stent into the circumflex and compress it against the vessel wall. No pt effects were reported. No add'l info is available. You are receiving this MDR report from abbott vascular, because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath size, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. It is likely that the interaction with the moderately calcified lesion may have loosened the stent implant such that during removal, the stent dislodged. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.